Manufacturer narrative:
(B)(4). Device extrusion. Absorption issue. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specially re-suturing? Explain was the suture removed in a routine post-op procedure? Was dehiscence noted. Was the patient prescribed any medication for the severe pain? Patient¿s current status? Procedure name please confirm, is the initial procedure date (B)(6) 2019? It was stated that the suture was not absorbed 42 days after intradermal suture for perineum injury. The event date currently states (B)(6) 2020 which does not appear to be correct. Please provide the correct event date. Date the suture was removed.

Event description:
It was reported that a patient underwent an procedure for a perineum injury on (B)(6) 2019 and suture was used. Post-op, the suture was rejected, and the absorbable suture was not absorbed 42 days after the intradermal suture was placed. The patient suffered from severe pain. The suture was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/21/2020. A manufacturing record evaluation was performed for the finished device lot number al4112, and no non conformances / manufacturing irregularities were identified.